Manufacturer narrative:
The analysis of the handpiece did show that it had a medium debris level. The bearings have been grinding, binding, falling apart and wobbling. Also the head had dents around the backcap which caused it to stick in and hence the head heated up. Reported due to the 2 year presumption rule.

Event description:
During a treatment with a dental electrical handpiece, the pt complained about heat from handpiece. The treatment was interrupted and nobody was injured.